Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occured. The severely calcified lesion was located in the moderately tortuous shunt. An unspecified balloon was advanced and could not inflate the lesion fully so they performed the parallel wire technique. A 4.5mm x 40mm x 135cm sterling balloon catheter was then advanced and during the first inflation the balloon ruptured at 10 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status was good.